Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving no delivery alarms on the insulin pump. It was noted that the customer's blood glucose readings were gradually increasing in the past from 250 mg/dl to 552 mg/dl. It was noted that there was strain at the tubing connector to the reservoir which may have contributed to the no delivery alarms. Customer's blood glucose reading at the time of the call was 399 mg/dl and has treated. No further information reported.